Event description:
It was reported the pt was not receiving stimulation. An sjm rep met with the pt and observed high impedance on her lead. The pt's lead was replaced with a new one and the pt had effective stimulation afterwards.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.